Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the device fired and the blade didn't retract so it got stuck. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What troubleshooting steps were attempted to open the device (knife reverse switch, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue? What was the product code of the cartridge being used? On which firing did this event occur (1st, 2nd, 12th, etc.)?

Manufacturer narrative:
(B)(4): batch # m5336t. The analysis found that one pse60a device was returned in good visual condition and with one ecr60m cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.